Event description:
The customer reported the system displayed a communication fail error message. A communication fail error message is likely to result in a system lockup, no boot, or shut down situation depending on when the loss of communication occurred. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system's voltage was adjusted. The system was then found to be operating as intended.